Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2010: [facility ni]. (B)(6), md. Operative report. Preoperative diagnoses: end-stage liver disease secondary to nonalcoholic fatty steatohepatitis. Postoperative diagnoses: end-stage liver disease secondary to nonalcoholic fatty steatohepatitis. Procedure performed: back bench preparation of deceased donor hepatic allograft, liver transplant, lysis of adhesions. Assistant: kevin lau. Anesthesia: general endotracheal. Recipient operation: ¿the patient was placed on the operating room table in the supine position. After induction of an adequate level of general anesthesia, the anesthesiologist placed appropriate ivs and intra-arterial lines. Ivs included a 16 french catheter in the left femoral vein for future seldinger technique wiring out to a venovenous bypass line. They also placed a large bore line in the right internal jugular vein for venovenous bypass return. A foley catheter was placed in the urinary bladder. The patient was appropriately placed and padded on the operating table. The abdomen, chest and both groins were prepped and draped in a sterile manner. A timeout was taken to identify the patient and the procedure. Confirmation of antibiotics and allergies were confirmed. Unos ID numbers and blood types were confirmed. The case was discussed with anesthesia. The team was introduced. Blood and products were in the room. The patient to go to the ICU postoperatively. A bilateral subcostal incision with xiphoid extension was made and the abdomen was entered with electrocautery. Several liters of ascites were removed. A thompson retractor was used for exposure. The falciform ligament was divided as was the left triangular ligament. Dense adhesions in the porta hepatis. Dense adhesions in the porta hepatis were taken down with electrocautery. The entire porta hepatis was covered with stomach, omentum and duodenum. This dissection to take this down was tedious and bloody. Once this was done, the right triangular ligament was divided over to the diaphragm. This was a very small shrunken liver and all the above-mentioned procedures were accomplished with significant bleeding. The porta hepatis was then dissected. The hepatic artery branches were doubly ligated and divided. There were two arteries to the liver; one from the celiac and one from the sma. Both were doubly ligated and divided. The common bile duct was doubly ligated and divided. The portal vein was identified and skeletonized but not divided. The previously mentioned left femoral vein catheter was used to change to a 15 french catheter. This was done via the seldinger technique. A 28 catheter was then placed into the portal vein and these two catheters were connected to venovenous bypass. Bypass was instituted with good flows. The short hepatic veins were then doubly ligated and divided. The liver was mobilized off of the inferior vena cava up to the right and left hepatic veins. The suprahepattic inferior vena cava was encircled and clamped with a vascular clamp. The infrahepatic inferior vena cava was encircled and clamped with a rumel tourniquet. The hepatic veins were then transected at the level of the liver. The orifices between the two were opened transversely to form a large orifice. Tributaries into the cava were ligated for hemostatic purposes. The donor liver was brought into the field. The suprahepatic cava was spatulated posteriorly, and a piggyback cavoplasty anastomosis was then performed between the recipient inferior vena cava and the suprahepatic inferior vena cava of the donor. This was done in a triangular fashion with running gore-tex cv-4 suture. During the anastomotic phase of the operation, cold solution was instilled into the donor portal vein. Next, the hepatic artery anastomosis was performed. It was decided to use the arterial inflow from the celiac. The splenic branch of the donor system was the best size match. Therefore, an end-to-end anastomosis was performed between these two vessels. This was done with a running gore-tex cv-6 suture. The celiac artery was ligated. Next, the portal cannula venovenous bypass was clamped x 2. The cannula was removed from the portal vein and the vein was secured with a vascular clamp. Both portal veins were trimmed to the appropriate length and an end-to-end anastomosis was performed using running gore-tex cv-6 suture. The liver was then recirculated. Several hundred milliliters of blood was allowed to vent through the infrahepatic inferior vena cava of the donor. Once the liver had flushed well, this vessel was secured with a vascular clamp. Simultaneously, the clamp was removed from the infrahepatic inferior vena cava of the recipient, thus allowing the liver to recirculate through the systemic limb of venovenous bypass. Shortly thereafter, the suprahepatic caval clamp was removed. Shortly thereafter, the systemic limb of venovenous bypass was removed after it was clamped. The skin was stitched and pressure was held. Several sutures were required along the anastomoses for hemostasis. After hemostasis was obtained. The gallbladder was removed. This was done with electrocautery. The cystic artery and cystic duct were doubly ligated and divided. Anesthesia was allowed to give component therapy. Once this was done, the common bile duct anastomosis was performed. The duct on the recipient side was larger than the donor side. Therefore, approximately 40% of the lumen was oversewn with a 5-0 prolene suture. A 6-0 pds in a running fashion was then used to do an end-to-end choledocho-choledochostomy. The end-to-end bile duct anastomosis was done without tension and there was good hemostasis. There was good hemostasis in the wound. The wound was irrigated with saline. The sponge and instrument counts were reported as correct and the thompson retractor was removed. The wound was closed with #1 prolene to the fascia layer and vicryl to the subcutancous layers. Staples were used to reapproximate the skin. The patient was left intubated and removed to the surgery intensive care unit in stable condition. Estimated blood loss: 10 liters. Complications: none. Specimens: lymph nodes from the porta hepatis, donor gallbladder, recipient liver.¿ on (B)(6) 2011: [facility ni]. (B)(6), md. Operative report. Preoperative diagnoses: hepatic artery aneurysm. Hepatic artery stricture. Status post liver transplant for nonalcoholic steatohepatitis. Liver function abnormality with ast, alt elevation. Postoperative diagnoses: hepatic artery aneurysm. Hepatic artery stricture. Status post liver transplant for nonalcoholic steatohepatitis. Liver function abnormality with ast, alt elevation. Incisional hernias. Portal lymphadenopathy. Dense multiple intraabdominal adhesions. Operation performed: exploratory laparotomy. Lysis of dense adhesions. Resection of hepatic artery aneurysm with primary hepatic artery reconstruction. Portal lymphadenectomy. Needle biopsy of the liver. Repair of incisional hernias. Placement of on-q catheter. Assistant: dr. Vince casingal. Second assistant: dr. Blair wormer. Please note, dr. Wormer¿s presence in the operation was for educational purposes. Dr. Casingal was needed due to the complexity of the case and the inexperience of dr. Wormer. Procedure: ¿the patient was placed on the operating table in the supine position. After induction of an adequate level of general anesthesia, the anesthesiologist placed appropriate ivs. Foley catheter was placed into the urinary bladder. The patient was appropriately padded and placed on the operating room table. The abdomen and chest, including the right groin, were prepped and draped in a sterile manner. Time out was taken to identify the patient and the procedure. Confirmation of allergy, i.e. Demerol was made. Confirmation of antibiotic instillation, ancef 1 gm was done with anesthesia. Confirmed blood in the room. Discussed the case with anesthesia. The patient is to go to the recovery room postoperatively. Team was introduced. X-ray were in the room. Bilateral subcostal incision in the old scar was made with a knife and electrocautery was used to divide the abdominal wall musculature. In dissection of the abdominal wall, 2 areas of incisional herniation were found, one in the midaxillary line on the right side and one in the midline at the confluence of the bilateral subcostal and previous medline extension. Tedious dissection was then undertaken to divide the abdominal wall and enter the abdomen, ensuring that the intraabdominal contents were not injured. The hernias were dissected free from surrounding tissue. The abdominal wall was dissected with electrocautery to remove the liver from the undersurface of the abdominal wall and the intestines from the undersurface of the lower flap of the incision. Adhesions were extremely dense and approximately 1 hour was needed to lysis the adhesions, free the wound edges and to expose the undersurface of the liver. Thompson retractor was then inserted. The stomach was plastered to the bottom edge of the liver. This was taken down with electrocautery, down to the portahepatis. Portahepatis was identified by palpating the hepatic artery. Tedious dissection in the portahepatis was necessary due to multiple dense adhesions. Hepatic artery was identified. The replaced left branch was identified and dissected free and preserved. The gastroduodenal artery was identified and dissected free. The common hepatic was then dissected free and encircled with a vessel loop. There were dense adhesions around the anastomosis and around the aneurysm. These were taken down tediously with blunt and sharp dissection. The aneurysm was identified. The artery distal to the aneurysm was identified and dissected out for approximately 2 cm. This part of the artery was also encircled with a vessel loop. Tedious dissection was continued until the aneurysm was completely freed and dissected. The common hepatic up to the bifurcation of the gastroduodenal and the anastomosis were all completely skeletonized and freed. At this time the common hepatic was clamped with a vascular clamp. The distal hepatic artery was clamped with a vascular clamp and the gastroduodenal was ligated distally and divided. Dissection then was undertaken at the neck of the aneurysm. The artery was transected at this level. The aneurysm was then resected off of the artery and transected just distal to the neck. Both edges of the artery were freshened and an interrupted gore-tex cv-6 anastomosis was performed. Using the gastroduodenal stump, garrett dilators were introduced. A 3 garrett dilator could easily be passed up the anastomosis to the distal clamp. It should be noted that prior to starting the anastomosis, approximately 50 cc of heparin containing solution (5000 units in 500 cc) was instilled into the liver via the distal artery. Once the anastomosis patency was ensured, the gastroduodenal stump was ligated with a 2-0 silk tie. Just prior to tying the gastroduodenal, the distal clamp was removed and there was brisk backbleeding from the artery out the gastroduodenal, flushing the area of the anastomosis. The gastroduodenal tie was then secured and the proximal clamp was removed, thus recirculating the liver via the hepatic artery. The clamp time was 36 minutes. One stitch was required at the anastomosis for complete hemostasis. With good hemostasis the wound was irrigated copiously. Tru-cut needle was done in segment 4b of the liver and the liver capsule was controlled with electrocautery. During the dissection of the hepatic artery, there were multiple portahepatis lymph node, which were excised with electrocautery. Once hemostasis was ensured and the subhepatic space was irrigated, the retractors were removed. Sponge and instruments counts reported as correct. The abdominal wall was closed en mass with a #1 running prolene. The previously mentioned incisional hernias were repaired with the primary abdominal wall closure. The wound was irrigated again. On-q catheter was then placed on top of the incision. 2-0 vicryl was then used to reapproximate the subcutaneous scar tissue. Staples were used to reapproximate the skin. Sterile bandages were applied to the incision and steri-strips were applied to the exit site of the on-q catheter. Estimated blood loss: 50 cc. Transfusions: none. Specimens: 1. Aneurysm of hepatic artery. 2. Portal lymph nodes. 3. Needle biopsy of the liver. Complications: none. The patient was awakened in the operating room, extubated and removed to the pacu in stable condition.¿ on (B)(6) 2011: [facility ni]. (B)(6) md. Radiology ¿ ultrasound. History: elevated creatinine. Findings: small amount free fluid in pelvis. On (B)(6) 2012: cadm. (B)(6), md. Radiology-CT abdomen/pelvis. History: rule out incisional hernia. Findings: there is new stranding of the subcutaneous fat planes in anterior abdominal wall. No distinct anterior abdominal wall hernia. There is thinning of anterior abdominal wall fascial planes. No evidence of subcutaneous fluid collection. On (B)(6) 2011: carolinas health care system. (B)(6), md. Discharge summary. Primary diagnoses: hepatic artery aneurysm. Secondary diagnoses: nausea, vomiting secondary to immunosuppression. Acute kidney injury secondary to cyclosporine. Procedures performed: underwent exploratory laparotomy, lysis of adhesions, resection of hepatic aneurysm and primary hepatic artery reconstruction, portal lymphadenectomy, repair of incisional hernia, placement of on-q catheter and needle biopsy of liver on 08/30/11. History of hospitalization: status post orthotopic liver transplantation on 08/08/10 by dr. Hayes for alcoholic fatty liver disease. Admitted on 08/30/11 undergo above-noted procedure. Tolerated procedure, transferred to surgical floor in stable condition. Postoperatively, only changes were to her immunosuppression as her cyclosporine had caused daily nausea, vomiting. Switched to rapamune daily and from cellcept to myfortic by discharge. Pain controlled po medication, regular diet at discharge. Discharge stable. On (B)(6) 2012: [facility ni]. (B)(6), md. History and physical. Abdominal pain, possible hernia. Orthotopic liver transplant august 2010. Subsequently underwent hepatic artery reconstruction and incisional hernia repair 1 year later. Presents with 2-week increasing abdominal pain. Pain localized right upper quadrant. Burning and pulling in nature. Worse sitting or standing. Bulge in area, becomes hard and very large. At this time, it is not noticeable. Recent upper respiratory tract infection with cough. Bloating from time to time, takes miralax to control constipation. Currently on myfortic and rapamune for immunosuppression. Exam: abdomen soft, nondistended. Tenderness deep palpation right upper quadrant over previous incision. Incision healed, no erythema suggesting infection. No guarding. No peritonitis. No mass or hernia defect can be palpated. Assessment/plan: diagnosis incisional hernia. Obtain CT scan of abdomen/pelvis. Discussed with dr. Hayes, he agrees with plan. On (B)(6) 2012: (B)(6) medical center. Hayes. Progress note. Abdominal pain, bulging. Positive hernia abdominal wall. On (B)(6) 2012: (B)(6) medical center. [Illegible signature]. Progress note [hand written]. Reason for admission: abdominal pain. Positive bowel movement, tolerating po, feels better, pain if ¿strains¿. Abdomen soft, nontender, minimal tender to palpation (deep) along incision. Assessment/plan: incisional hernia. Will follow up as outpatient for hernia repair. On (B)(6) 2012: [facility ni]. (B)(6), md. Office notes. Wound check, discontinuation jackson-pratt drain. Liver transplant incision dehisced, repair with primary abdominal wall reconstruction with mesh and edges of mesh used as onlay buttress. Dualmesh used. Return to clinic one-week staple removal. On (B)(6) 2012: carolinas health care system. (B)(6), md. History and physical. Nausea, vomiting, abdominal pain last two days. Vomiting started two days ago, intermittent in nature, vomited four times today, not able to keep anything down, yellow in color. Increase in abdominal pain since vomiting began. Normal bowel movements, loose this morning, normal bowel movements when taking miralax. Exam: ill-appearing, no acute distress. Abdomen soft, mildly tender at costal margin in bilateral upper quadrants. Staples at abdominal wall with healed incision. Assessment/plan: admit, IV fluids, morphine, IV antiemetics. Will get abdominal obstruction series, give 2 liters fluid for rehydration, labs, CT abdomen/pelvis. Daniel h. Hayes, md. On (B)(6) 2012: [facility ni]. (B)(6), md. Radiology ¿ dx abd sup w decub &/or erect w pa chest. Rule out obstruction. Exam: obstruction series three views. Findings: gas pattern nonspecific with no free fluid or obstruction. On (B)(6) 2012: [facility ni]. W. (B)(6), md. Radiology ¿ ultrasound abdomen paracentesis with imaging. Information: abdomen pain, emesis, liver transplant; ultrasound abdomen wound with percutaneous drainage if necessary. Exam: ultrasound guided drainage right upper quadrant fluid collection. Approximate 535 ml serous fluid removed. On (B)(6) 2012: carolinas health care system. [Illegible signature]. Progress note. Feels better this morning. No pain. Tolerating diet. Ready to go home. Abdomen soft, nontender, positive bowel sounds. Assessment/plan: status post otl [orthotopic liver transplantation] and hernia repair with gastroenteritis. Nausea/vomiting improved. On (B)(6) 2012: [facility ni]. (B)(6), md. Radiology ¿ dx abd sup w decub &/or erect w pa chest. Information: abdominal pain status post liver transplant. Exam: acute abdominal series three views. Comparison: acute abdominal series 03/12/12. History: abdominal pain. Findings: grossly nonobstructive bowel gas pattern seen with stool throughout colon. Previously noted surgical skin staples overlying upper abdomen have been removed. Stable postsurgical changes of upper abdomen. On (B)(6) 2012: [facility ni]. (B)(6), md. History and physical. Date of admission: 03/30/12. Presents with increased nausea, no vomiting, abdominal pain over last seven days. Discharged from hospital (B)(6) 2012. Presents with same symptoms, abdominal pain sharp in capture, enlarging area in right upper quadrant. Normal bowel movements. Subjective fevers, denies chills, rigor at home, fever was episodic, not currently experiencing at this time. Exam: abdomen soft, tender, swelling right coastal margin. Healed incision, previous drain site healing. Assessment/plan: differential diagnosis includes reaccumulation of seroma or possible bowel obstruction or gastroenteritis. Admit, IV fluids, morphine, IV antiemetics. Abdominal obstruction series, npo [nothing by mouth], right upper quadrant ultrasound to evaluate the allograft, possible reaccumulation of fluid collection. On (B)(6) 2012: (B)(6) medical center. (B)(6), md. Radiology ¿ ultrasound. Abdominal pain status post liver transplant, eval abdomen for fluid collection, if fluid seen aspirate. Exam: ultrasound directed abdominal wall drainage. Findings: clear yellow fluid. Patient stable. Impression: ultrasound directed placement of 12-french drainage collection into complex multiloculated, septated abdominal wall fluid collection. On (B)(6) 2012: carolinas medical center. [Illegible signature]. Progress notes [hand written]. Assessment/plan: seroma, no purulence. Drain placed. On (B)(6) 2012: carolinas health care system. Discharge instructions. Activity as tolerated. Follow up dr. Hayes 1 week. Change dressing daily, shower only. Discharge home. On (B)(6) 2012: carolinas health care system. [Signature illegible]. Discharge summary [hand written]. Principal diagnosis: seroma right upper quadrant. Procedure: [illegible] dye CT right upper quadrant [illegible]. Follow up 1 week with [illegible] or clear <30 ml for 2 days. On (B)(6) 2012: [facility ni]. (B)(6), md. Office notes. Readmitted fluid collection in wound and pigtail catheter placed. Discharged 10 days ago with drain. Down to 20-30 ml a day. Complains of continued abdominal discomfort; however, getting better. Exam: abdomen soft, pigtail catheter in place in right side of abdomen, removed, dressed with band-aid. On (B)(6) 2012: [facility ni]. (B)(6), pa. Office notes. Follow up fluid collection. States pain in right side. Decreased energy. Abdomen soft, nondistended, tender over right portion of abdomen, bulging consistent with fluid collection. Impression/plan: recurrent fluid collection. Dr. Eskind asked to see patient. Proceed with ultrasound-guided drainage of fluid collection. Should drain more than 50 ml. Get CT scan without IV contrast to evaluate for recurrent fluid collection. Daniel h. Hayes, md. On (B)(6) 2012: [facility ni]. (B)(6), md. Radiology - us drainage with tube insertion. Clinical information: drain right abdomen fluid collection, leave drain in. History: status post liver transplantation, mesh repair of ventral hernia with complex anterior abdominal wall fluid collection. Findings: limited real-time examination of anterior abdominal wall performed, multi septated fluid collection crossing midline. Ultrasound guidance, 18-guage chiba needle advanced into fluid collection. 10.0 french catheter advanced into septated anterior abdominal wall loculated fluid collection over wire. Wire removed; catheter sutured to skin with 3-0 ethilon attached to accordion drainage bag. Catheter site covered sterile dressing. Tolerated procedure, no complications. Impression: ultrasound-guided catheter placement and drainage of complex anterior abdominal wall fluid collection. On (B)(6) 2012: [facility ni]. (B)(6), md. Radiology ¿ CT abdomen w/o contrast. Information: abdominal wall reconstruction. Abdominal wall: status post mesh repair for ventral hernia with fluid collection deep to the mesh. Locking pigtail catheters in place, deployed superficial to mesh, does not communicate with fluid collection. No evidence of fluid collection superficial to mesh. No air within fluid collection to suggest superinfection. On (B)(6) 2012: [facility ni]. (B)(6), md. Office notes. Routine followup. Recurrent seroma, pigtail catheter placed last week. Developed significant pain and discomfort in incision. Drainage from catheter diminished over last week, now down to 20-30 ml a day, consistent for 4 days. CT scan done, no acute findings, reconstruction intact. No recurrent hernia, no fluid above the mesh, is fluid collection below the mesh. Doing better today, less discomfort. Pigtail catheter removed today. Impression: status post abdominal wall reconstruction with recurrent seroma development. Abdominal discomfort with negative CT scan. On (B)(6) 2012: [facility ni]. (B)(6), md. Office notes. Has had abdominal pain along bilateral costal region. Present since surgery; worsening cramping over past few weeks. Had reaccumulation of seroma. Trying to increase activity, trying to garden however has had this pain. Exam: abdomen soft, palpable seroma right abdomen, no infection, no hernia. Discomfort, waves of pain, abdominal exam has no peritonitis. Assessment/plan: abdominal pain after abdominal wall reconstruction. Feels tearing sensation over region. Obtain CT scan for recurrent hernias. CT scan a month ago, showed persistent fluid collection deep to the mesh and a pigtail catheter superficial to mesh. Will arrange for drainage of fluid, potentially need to drain deep fluid. On (B)(6) 2012: carolinas health care system. (B)(6), md. Radiology ¿ us drainage with tube insertion. History: postoperative with loculated anterior abdominal wall fluid collection. Findings: limited real-time examination of anterior abdominal wall performed demonstrating multi loculated/septated loculated fluid collection. Impression: ultrasound-guided catheter placement and drainage of anterior abdominal wall fluid collection. On (B)(6) 2012: [facility ni]. (B)(6), md. Office notes. Incisional hernia repair with mesh in february, postoperative complicated by seroma. Had multiple drains placed and removed, currently has percutaneous drain putting out 40-50 ml day. Had redness, discharge from around drainage site, concerned, came to clinic. Some abdominal discomfort, chronic in nature. Abdomen soft, nontender, nondistended. Percutaneous drain site clean. Drainage fluid looks like clear serous fluid. Assessment/plan: wound seroma status post incisional hernia repair with mesh. Decreasing amount out of jp drain, instructed to call transplant center once it falls below 20 ml today, will remove it. Followup dr. (B)(6) 1 week. On (B)(6) 2012: [facility ni]. (B)(6), md. Office notes. Wound and drain care. Drain placed in fluid collection on june 8th. Minimal drainage daily at this time. Wound resulting from incisional hernia repair with mesh (B)(6) 2012. Doing well, drain removed, bandage applied. On (B)(6) 2012: [facility ni]. (B)(6), md. Office notes. Evaluation of previous hernia repair. Was physically active over weekend, developed right upper quadrant abdominal discomfort. Exam: no recurrent fluid collections in area of incisional hernia repair. No recurrent hernia. Tenderness along edges of hernia repair at costal margin. Recommended anti-inflammatories over short course, if discomfort did not improve, will further investigate issue. Impression: musculoskeletal discomfort secondary to increased activity. On (B)(6) 2013: [missing records: records for ¿CT abdomen/pelvis¿ were not provided.] On (B)(6) 2013: [missing records: records for ¿pigtail drain placed percutaneously by ultrasound at cmc radiology¿ were not provided.] Continued on attachment. - attachment: [event 40351 continuation h10.11.pdf].

Manufacturer narrative:
Updated result code 2. Conclusion code 2 remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A4: added patient weight. B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for sterilization evaluation. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2012, including records for liver transplant, previous incisional hernia repair, cesarean section and laparoscopic cholecystectomy, were not provided. On (B)(6) 2012: history and physical. Hpi: orthotopic liver transplant 08/2010. Developed pseudoaneurysm, underwent reconstruction with incisional hernia repair one year later. Presented on (B)(6) 2012, significant right upper quadrant pain, burning, pulling, worse with sitting and standing. Bulge consistent with ventral hernia. Brief summary: currently denies nausea, vomiting, not had signs of incarceration, no fevers or chills, normal bowel movements. Progressively enlarged over last two months, caused significant pain. Pmh: end stage liver disease secondary to nonalcoholic fatty liver disease, diabetes mellitus. Psh: laparoscopic cholecystectomy, c-section with bilateral tubal ligation, orthotopic liver transplantation, hepatic artery reconstruction with incisional hernia repair. Medications: lantus, myfortic, sirolimus. Abdomen: soft, tender to palpation right upper quadrant. Large incisional hernia with protrusion of bowel, not incarcerated or strangulated, reduces spontaneously. Has large chevron incisional scar and suprapubic scar from previous cesarean. Impression: recurrent ventral incisional hernia after a liver transplantation. Scheduled for surgery today. On (B)(6) 2012: operative note. Preop diagnoses: incisional hernia. S/p liver transplant. S/p bile duct reconstruction. Procedure: incisional hernia repair with mesh. Procedure: ¿the previous bilateral subcostal incision was opened with a knife. Electrocautery was used to dissect down to the fascia. Exploration revealed that the entire subcostal incision had dehisced. There was no fascia or muscle over an area of approximately 28 cm side-to-side and 15 cm cephalad to caudal. Tedious long dissection was then undertaken to lyse adhesions and to free up the fascial edges. The hernia sac was dissected free from the fascial edges with electrocautery. Intraabdominal adhesions to free up the edges were taken down with electrocautery and sharp dissection with metzenbaum scissors. Meticulous hemostasis was maintained primarily with electrocautery. A 34 x 26 piece of dualmesh was then brought to the field. It was sewn to the fascial edges caudally first with interrupted #1 prolene sutures all placed prior to securing the sutures. Next, the cephalad border of the mesh was sewn into place with a running #1 prolene suture, with each suture being placed under direct vision to ensure that there was no bowel in the repair. The edges of the fascia were sewn into the mesh several centimeters from the edge of the mesh and then the edge of the mesh was draped down over the anterior fascia and stapled into place with a fascial stapler providing additional buttress support to the hernia repair. Two jackson-pratt drains were placed into the wound anterior to the mesh, brought out through separate stab incisions and secured to the skin with nylon sutures. The wound was irrigated copiously with saline. The subcutaneous tissues were closed with running 2-0 vicryl. Skin was reapproximated with staples. Between each layer, the wound was irrigated again. Sterile bandages were applied. During the operation, anesthesia placed a nasogastric tube which was confirmed to be in the stomach. Upon completion of the procedure, foley catheter was placed in the urinary bladder.¿ ¿specimens: hernia sac for gross examination only. Drains and devices: two jackson-pratt drains as mentioned above. Complications: none.¿ on (B)(6) 2012: post-operative high risk procedure note. Implant label. Gore® dualmesh® biomaterial. Ref catalogue number: 1dlmc08. Lot batch code: 8882673. Item #: 205539. Description: mesh dual 1 mm x 26cm x 34cm oval. Manufacturer: w.l. Gore & associates. Site: abd incisional hernia. Qty: 1. [Dmorgan-2ppr-drb-00025, 106]. The records confirm a gore® dualmesh® biomaterial (1dlmc08/8882673) was implanted during the procedure. On (B)(6) 2012: surgical pathology report. Case number: s12-9557. Final pathological diagnosis: tissue, incisional hernia: benign fibromembranous skeletal and adipose tissue with focal chronic inflammation, reactive fibrosis and fat necrosis. Clinical information/surgical procedure: incisional hernia, status-post liver transplant; incisional hernia repair. Specimen(s) received: hernia sac. Gross description: received in formalin labeled ¿morgan, debora¿, medical record number and ¿hernia sac¿ is a 59 gram (fixed) fragmented, saccular portion of fibrous, tan-red tissue (8 x 7.5 x 4.5 cm). The inner lining is shiny and congested and the external surface is shaggy and red-brown with adherent fibrous and fatty tissues up to 1.5 cm in thickness. The sac ranges from 0.1 to 0.3 cm in thickness and no masses or calcified areas are identified. The specimen is represented as follows: summary of sections a-3. On (B)(6) 2012: discharge summary. Discharge diagnosis: incisional hernia repair. History: well known to transplant service, orthotopic liver transplant august 2010, incisional hernia repair 1 year later, 2012 with right upper quadrant pain, worse with sitting and standing. Found another incisional hernia. Brought to hospital for incisional hernia repair. Two jp drains placed. On postop day #1, found to have a fever of 100.6 degrees fahrenheit. One jp drain removed today, second drain will be removed by dr. Hayes in office next week. No lifting more than 5 pounds. On 02/26/12-05/14/13: missing records: records detailing ultrasound guided seroma abd drain tube placement and ultrasounds with tube insertions were not provided. On (B)(6) 2013: operative-procedures reports. Preop diagnosis: peresistent [sic] abdominal wall fluid collection surrounding mesh. Suspected mesh infection. Hx of incisional hernia repair with dual mesh. Postop diagnosis: same. Abdominal wall abscess both superficial and deep to mesh. Procedure: removal of dual mesh from right upper quadrant. Placement of subcutaneous 19 fr jp drains x2. Abdominal wall closure. Specimens removed: none. Cultures: subcutaneous fluid. Supra-mesh fluid collection with tissue. Infra-mesh fluid collection with tissue. Mesh (dual mesh) samply [sic]. Complications: none. Description of procedure: ¿the risks, benefits, alternatives this procedure were discussed with the patient today and at length in the office visits prior to this procedure. The fact that a suspected infection was present was discussed. She has been on outpatient antibiotics as well as inpatient IV antibiotics several times in the past. Currently, she¿s been off and on for approximately one week. The likelihood of recurrent hernia was discussed with the patient at length. The possibilities of primary repair today, leaving the wound open, end-stage procedures were discussed. The patient understands she is a significant chance returning to the operating room in the future for further repair of this wound or hernia. She expressed understanding of these concepts and signed consent prior to the operating room. The patient was brought to the operating room on her stretcher and placed on the operating table in supine position. Scd¿s were placed in or an operation [sic]. General anesthesia was induced with propofol and anesthetic gas via endotracheal tube. She tolerated induction without complication. Prior to the operating room she voided in the preoperative area. After induction, her abdomen was inspected. It was prepped and draped in usual sterile fashion. At this point, a total room balls [sic] and timeout was performed. The operative plan was discussed, antibiotics were confirmed. After a timeout was performed, attention was turned to the patient¿s right upper quadrant. The previous incision was noted. Using a 10 blade an incision was created over the previous incision and was carried down through the subcutaneous tissues with the bovie device. This incision in the right upper quadrant was carried down to the superficial pseudo-capsule that surrounded the mesentery mesh fluid collection. Once through to the tissue plane, just superficial to the pseudo-capsule, this plane was developed inferiorly, superiorly, medially and laterally to completely expose the most superficial portion of the pseudo-capsule of the mesh. Once adequate exposure was obtained and hemostasis was noted using metzenbaum scissors, the pseudo-capsule was incised. Directly under the capsule, a proteinaceous fluid collection and thick proteinaceous fibrinous material was noted and this was sent for culture. Using the bovie cautery, this superficial line was divided medially, laterally and superiorly to expose the previously placed dualmesh. With the mesh exposed, we began at the superior portion and proceeded circumferentially and clockwise fashion removing the previously placed metal fascial staples and prolene sutures to release the mesh from the surrounding attached fashion [sic]. Just lateral to the mesh there was an area of purulent and soft tissue abscess with purulence noted. This was excised with the mesh. Fluid in tissue, the abscess cavity and mesh were sent for culture. Once the mesh had been mobilized from the surrounding tissues, the needed another fluid collection in the area of thick proteinaceous/tenderness debris was further noted. This was cultured and removed as well. Was [sic] the mesh was removed completely and the inferior inflammatory rind/deep pseudo-capsule that was creating the anterior abdominal wall this area was noted. All areas of fibrinous debris were removed from this using metzenbaum scissors or cautery. This cavity was irrigated profusely with warm sterile saline and hemostasis was ensured. Next, 2 round fluted 19 french jackson-pratt drains were left in place exiting medially and laterally to the wound. These were placed in the subcutaneous tissues deep in the flaps. The subcutaneous tissues were closed with 3-0 vicryl sutures in interrupted fashion. Next, deep dermal 3-0 vicryl sutures were placed followed by a running 4-0 subcuticular monocryl sutures. The drains were sutured in place with nylon suture. Next, the wound was dressed sterilely with only 4 x 4 gauze.¿ on (B)(6) 2013: missing records: a pathology report detailing analysis of the device, fluid and tissue removed during the 05/14/13 procedure was not provided. (B)(6) 2013 there is no information detailing the etiology of the infection. On (B)(6) 2015: operative-procedure reports. Pre/postop diagnosis: massive, recurrent, upper abdominal post-liver transplant incisional hernia. Procedure: open incisional hernia repair with mesh (30 x 33 cm ventralight). Extensive adhesiolysis (liver adhesions to diaphragm). Indication: ¿previous liver transplantation. She previously underwent open incisional hernia repair with gore-tex mesh performed by dr. Hayes. She developed a postoperative mesh infection requiring removal. She has subsequently developed a very large upper abdominal incisional hernia, occupying the entire area of her previous chevron incision. She has become increasingly symptomatic and is therefore taken to the operating room for elective repair. We have discussed extensively the risks and benefits of surgery, including potential risk of infection. She will be managed perioperatively with ongoing intravenous vancomycin, given her history of mrsa infection and immunosuppression.¿ description of procedure: ¿previous chevron incision was opened. Dissection was carried through the skin and subcutaneous tissue and through the hernia sac and into the abdominal cavity. Adhesions of omentum to the anterior abdominal wall were encountered. These adhesions were taken down. Inferiorly, there were a few adhesions with the exception of the omentum to the anterior abdominal wall in the pelvis. We could not reach the pelvis to lyse these adhesions; although, the omentum did splay out nicely over the bowel, such that we could ultimately place the mesh intraperitoneal and have the omentum covering the bowel. In the upper abdomen, the liver was densely adherent to the costal margin and the diaphragm. Extensive dissection was required to mobilize the liver off of the diaphragm and up to the area of the pericardial interface with the diaphragm. We carried our dissection well above the xiphoid process over a distance of 10 cm, such that we could ultimately obtain overlap of the liver 9-10 cm above the xiphoid process and well up under the costal margins bilaterally. Wide dissection was carried out circumferentially. The operative field was inspected. Hemostasis confirmed. Bleeding points on the liver were controlled with cautery. The hernia defect itself measured 15 cm in width and 10 cm in length. Given the fibrotic nature of the fascia inferiorly and the fact that the costal margins formed the superior edges of the defect, there was no possibility of closing the fascia primarily. We, therefore, placed the mesh as a bridge for repair of the defect. We calculated that we would want the largest mesh available in order to provide maximal coverage. A 30 x 33 cm ventralight mesh was therefore chosen. Operative field was again inspected. Sponge counts were confirmed to be correct. We did tack the omentum into the lateral and lower abdomen using 2-0 vicryl in order to confirm that the omentum would completely cover the bowel and reside between the bowel and the mesh. Mesh was brought onto the operative field and marked for orientation. We brought the superior suture of 0 gore-tex in 9 cm from the superior edge of mesh. We oriented the mesh such that the long axis was from side-to-side in order to provide complete coverage of the previous upper abdominal transverse chevron incision. The mesh was deployed into the abdominal cavity. The superior suture was placed through-and-through the xiphoid process and anchored at that site using 0 gore-tex. We then placed 3 additional trans-fascial sutures in the lower abdomen extending approximately 10-12 cm below the inferior edge of the hernia defect using #1 prolene and a suture passer. We then anchored the mesh with 2 sutures laterally on either side well beyond the costal margin and out into the right flank, as well as into the lateral left upper quadrant. The mesh was noted to be taut. The sutures were tied down. We then further fixated the mesh along the costal margin with 3 additional sutures of 0 gore-tex along the superior edge, passing the needle through the lowest rib in order to anchor the mesh at the costal margins, as there was no fascia whatsoever along the edges of the ribs at the superior defect margin. We then placed 2 or 3 additional sutures along the inferior margin of the fascial defect, carefully elevating the mesh, such that the suture passed only through the mesh and did not injure any structures deep to the mesh. Sutures were tied down. The mesh was taut circumferentially. A 19 fluted blake drain was placed on top of the mesh and brought out through a separate right lateral stab incision. We then closed scar and available fascia over the mesh using running #1 pds. Limited subcutaneous flaps were created bilaterally over a distance of approximately 3-5 cm in depth and approximately 20 cm in length. Subcutaneous drain (19 fluted blake drain) was placed in the subcutaneous space and brought out through a left-sided incision. The wound was then closed in layers using 2-0 pds and 4-0 monocryl. Dermabond was applied to the skin.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2012 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected mesh; recurrent incisional hernia; abscess; seroma; granuloma; granulation tissue; draining wounds with tube insertions; additional event specific information was not provided.